Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed one shock impedance daily measurement that was out-of-range. All subsequent daily measurements were normal.